Event description:
The physician attempted arteriotomy closure with the closer tsl 6 fr. Device. The device was inserted and deployed without incident. The operator delivered the knot too quickly and sheared the j-tip off the sheath. The tip was trapped in the subcutaneous tissue, however it was not visible to the operator. The pt was taken to surgery for detection and removal of the j-tip. The vascular surgeon did a minimal dissection and retrieved the j-tip. The artery was sufficiently closed with the closer suture knot. There was no need for arterial repair. The pt recovered without further incident.